Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor and serter. The customer's blood glucose level dropped to 44 mg/dl. The customer also had issues with his sensor and blood glucose level readings that were off by more than 20 percent. The device was not returned.